Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited oversensing. The lead was capped and replaced on (B)(6) 2017. The patient was stable prior, during and post procedure.